Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The cutting block exhibited wear in each of the cutting slots and damage to the impactor connection point which are consistent with product use. The cutting block bone spike fractured at the cutting block interface. The fracture of the bone spikes is likely due to stresses in excess of its material properties being applied to the bone spike during use. The broken spike was returned. A medical investigation was conducted and this case reports that one of the spikes broke off of the ap cutting block while impacting the block onto the femur. Per email correspondence, the broken spike was retrieved from the patient. The procedure was completed using the same device, and there was no patient injury or delay. Therefore, since patient harm is alleged, no further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka one of the spikes has broken off the back of the gii post ref a/p blk sz 6. This occurred when impacting the block into the femur. The broken spike was retrieved from the patient. The procedure was completed without delay using same device. No patient injury or other complications were reported.